Event description:
Reporter states that when an external fecal collector was removed it caused skin breakdown to the peri-anal skin. A f/u call to the initial reporter on (B)(6) 2013 found that this has happened with multiple pts in the ICU. He also reports that they have been having problems with the product since it was first brought into the hosp. He was unable to give a date as to when the product was first used. No other additional info is available at this time.

Manufacturer narrative:
Based on the available info, the adverse event 'anal skin breakdown' with the use of the flexi-seal external fecal collector is deemed serious. No other details are known at this time. A questionnaire has been sent out to the user facility to enable us to gather some more info. The reporter was also instructed in the crusting technique of stomahesive powder and non sting protective barrier wipes. From a clinical perspective, a causal relationship between the fms device and this event is deemed possible because the product in use is temporarily associated with the part of the body where the problem occurred. Should additional info become available a f/u report will be submitted.